Event description:
Per the clinic, the patient experienced pain with device use subsequent to inadvertently pulling out the electrode array while attempting to clean the external ear canal. Explantation of the device and reimplantation in the contralateral ear is planned; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.